Event description:
The patient experienced a recent decline in performance. Analysis of the device revealed multiple open circuits along the electrode array. Explantation/reimplantation surgery was performed in 2003.